Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility technician reported a home hemodialysis patient had a saline bag back fill during recirculation mode. A patient was not connected to the machine at the time of the incident. The air separation chamber top cover was replaced on the device by the technician and the machine was returned to service.